Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer. Review of incoming information it was reported that a male patient received left thr on (B)(6) 2006 and underwent a revision surgery on (B)(6) 2012 due to osteolysis around left femoral stem. Implantation surgery report, dated (B)(6) 2006: preoperative diagnosis: osteoarthritis of the left hip procedure: the surgeon did trial with size 5 stem as he implanted on the right hip, but he saw that there was just simply too much laxity in the joint and it was unstable. Size 6 was seemed to be stable. Revision surgery report, dated (B)(6) 2012: preoperative diagnosis: osteolysis from metal-on-metal hip prosthesis, left hip operation: stem was well fixed, however there was a tremendous amount of osteolysis present. Both acetabular and femoral components were replaced by stryker cementless components. Results of x-ray imaging done on (B)(6) 2012 state that there is osteotomy of the proximal femoral shaft with internal fixation. The prosthetic element is normally seated in the acetabulum. Lucency is seen along the proximal portion of the shaft in the intertrochanteric region of the hip chromium/cobalt tests done on (B)(6) 2012 showed that the patient had a cobalt level of 3.7 ug/l which is higher than the normal value being 1.0. CT scan made on (B)(6) 2012 of both left and right hips is reported as that the acetabular components are in excellent position, orientation without evidence of loosening. Very solid bony/implant interfaces without radiolucency. Femoral components seem to be in good position, alignment and are well fixed. Right stem has osteolysis developing around gruen zone 1 which is several centimeters in size. The left hip has a more concerning area which appears to be osteolysis developing in gruen zone 1 and 2. Possible causes for the reported event according to dfmea: line 4 : metallosis, aseptic loosening -> due to excessive wear due to micromotion in taper connection. Line 5 : aseptic loosening -> due to insufficient primary stability due to design. Line 6 : aseptic loosening -> due to insufficient secondary stability due to blasted surface structure. Line 9 : aseptic loosening (stress shielding) -> due to incorrect distribution of load due to design. Line 12 : failure of connection between stem and ball head, metallosis -> due to fretting corrosion --> wear. Line 22 : aseptic loosening -> due to unclean implant due to manufacturing debris. Line 29 : aseptic loosening -> due to wrong implantation. 2. Comparison to investigation results whether it is possible and justification: line 4 : possible -> the product is not received for the investigation, therefore can not be excluded. Line 5 : not possible -> such a design issue would have been observed in complaint summary. Line 6 : not possible -> material compatibility is validated according to material compatibility specification. Line 9 : not possible -> such a design issue would have been observed in complaint summary. Line 12 : possible -> as wear phenomena is observed according to the revision surgery report. Line 22 : not possible -> the cleaning process is validated according to the finishing process validation. Line 29 : possible -> no x-ray taken after implant is provided, therefore can not be excluded. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer.  Zimmer (B)(4) winterthur legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. Zimmer's reference number of this file is (B)(4). This is a bilateral patient. Right hip case is reported under (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted an epsilon metasul standard insert 32/57 on the left side on (B)(6) 2006. The patient was revised on (B)(6) 2012 due to pain, osteolysis and elevated metal ion levels.